Event description:
The initial reporter complained of calibration and qc issues and high patient results with iron gen.2 (iron2) on a cobas c 303 analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 81 ug/dl. The repeat result was 33 ug/dl. The repeat result was believed to be correct. An amended report was issued.

Manufacturer narrative:
The iron2 reagent lot number was 75607201 with an expiration date of 31-oct-2024. Calibration was last performed on 30-jul-2024 and calibration errors were received. Calibration was repeated with no errors. Qc was within range on 30-jul-2024 before the event. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found contamination through the system building up in the fluidic connections. The fse performed decontamination and replaced the water tank cap. The customer¿s water system was checked and no issues were identified. The fse determined the contamination came from the gear pump head. The service actions resolved the issue.